Event description:
It was reported by service report that there was reduction in brake force. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake crank assemblies, brake plate kits.